Event description:
It was reported that the right atrial lead was not capturing at maximum output, and the device reached elective replacement indicator earlier than expected. The device was explanted and replaced. The lead remains implanted, but the device was programmed to vvir due to patient being in chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial lead was not capturing at maximum output, and the device reached elective replacment indicator earlier than expected. The device was explanted and replaced. The lead remains implanted, but the device was programmed to vvir due to patient being in chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594, implantable pacing lead, (B)(6) 2009; 4194, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.